Manufacturer narrative:
The reported event of difficulty removing the wire was confirmed. As received, a complete lead with guidewire inserted was returned in one piece. Visual and x-ray examinations found the inner coil was bunched up at the connector region and blood/body fluids were noted inside the lead body. The lead was otherwise normal. The cause of the reported event was isolated to the bunching of the inner coil at the connector region consistent with procedural damage and blood/body fluids inside the lead body.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire could not be removed from the left ventricular lead. The lead was removed and replaced. The patient was stable.